Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent.

Event description:
Report received from USA stating that the device has "attachment is bad". It is known that the device was not being used in surgery. It is unk if there was any user/pt surgery. It is unk if there was any medical intervention. No additional info is available.